Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked. Dried liquid just outside the valve set was identified during an unspecified step of compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; the video shows a clear tip valve set with no issues after it was installed. The reported condition was not observed via the provided video and due to the nature of the returned sample no additional testing could be performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.